Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7127119.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration of leads. It was also reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were disposed by the medical facility.